Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the spare lamp came on intermittently due to faulty power supply unit. In addition, the output socket slider switch was stuck intermittently and the high intensity was working intermittently due to faulty main board. Lastly, the pump unit was losing air pressure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii xenon light source image is too bright. The customer was unable to adjust the brightness on the 160 and 180 series scopes however, the 190 scopes work as normal. The event occurred during procedure and a similar device was used to complete the operation. During a standard service inspection of the customer returned device, faulty power supply unit was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty power supply unit could not be identified. Per the instructions for use: 8.2 troubleshooting guide the emergency lamp, instead of the examination lamp, lights up frequently. This instrument may have already malfunctioned. Return the instrument for repair, following section 8.3, ¿returning the light source for repair¿. The examination lamp does not ignite, and the emergency lamp indicator lights up. The examination lamp is not installed correctly. Reinstall the examination lamp as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. The examination lamp is not installed. Install an examination lamp as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. The examination lamp is broken. Replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. The emergency lamp indicator blinks. The emergency lamp has blown or failed. Immediately turn the light source off, unplug the power cord from the wall mains outlet and the power inlet, then contact olympus. Olympus will continue to monitor field performance for this device.